Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024 with signs of slurred speech, right sided weakness, and decreased vision to the right eye. Upon arrival, patient was found to be very drowsy. A computed tomography (CT) of the head revealed a small subarachnoid hemorrhage (sah) overlying the patient's right frontal lobe with likely trace left frontal sah. Neurology was consulted. The patient also became hypotensive requiring pressors. The patient was then transferred to the intensive care unit (ICU) due to rapidly declining mental status and hypotension. ICU team was consulted. The family elected patient to be on comfort care due to patient's previous wishes. The left ventricular assist device (lvad) and automatic implantable cardioverter defibrillator (aicd) were turned off. The patient passed away due to the sah on (B)(6) 2024. Death was not considered to be device related, and device operated as expected.